Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant was placed following clinical procedure. Crown was placed 5 months after. 7 months after crown placements, implant fractured at the collar of the implant. Correct crown placement, crown was tight. Tooth location 46. Pain was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H4: device manufacturer date . H6: adverse event problem. H10: additional narrative. One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified that the implants collar was fractured. Implant exhibited signs of use and debris was present. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not recorded on the per form. Bone density was low density (type iii). The reported device was located on tooth 46 (fdi) and was used for approximately 1 year. Device history record (DHR) review was completed for the subject lot number 63572728. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63572728 for similar events and one other relevant complaint(s) was identified. Review completed utilizing keywords: functional : fracture : implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.